Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate pump. Smartablate generator, model # m-4900-07, s/n: (B)(4). Unspecified quadrapolar catheter. (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia with a webster 6 pole catheter and suffered medical device entrapment and a cardiac tamponade requiring a surgical intervention (pericardial window). The physician was attempting to gain epicardial access in order to map the endocardial tissue. While one wire was being used in the epicardial space and one wire was being used in the pericardial space, the two wires became entangled. The surgical team attempted to untangle the wires without success. At some point in the process of wire manipulation, a tamponade was confirmed via intracardiac echocardiogram. The surgical team performed a pericardial window in the electrophysiology lab in order to facilitate drainage and untangling of the wires. There is no information regarding the amount of pericardial fluid retrieved. Patient was reported to be in stable condition. Patient was sent to the recovery room post-pericardial window. It was reported that the patient most likely required extended hospitalization as a result of the adverse event due to the surgical intervention. Factors that may have contributed to the adverse event include that the patient had pericarditis. Physician¿s opinion regarding the cause of the adverse event is that it was related to epicardial access and wires becoming entangled with each other. No transseptal puncture was performed. No sheath was used with pericardial access due to wires tangling. Generator parameters at the time of injury were not reported, as no ablation was performed. No ablation catheter was connected or in the body. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow setting was not reported, as no ablation catheter was connected or in the body. Patient did not receive anticoagulant during the procedure. There were no errors reported on any bwi equipment during the procedure.